Event description:
Caller reported that pump malfunctioned, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not reappear after the reset. Customer was advised to continue using the pump and to contact support again if any malfunctions occur.